Manufacturer narrative:
Retainer ring = black. Device was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. However, the insulin pump no button response on the back button, up button, left button, select button and down button. Unable to perform the displacement test and self test due to no button response. Ohm check was performed from keypad trace to j1 on electrical board 1. Diode check was performed on da1 and on da2 and no anomaly noted. Pump failed keypad voltage check on the back button 0.07v, up button 0.06v, left button 0.07v, select button 0.09v and down button 0.09v due to defective keypad assembly. The keypad flex trace was also damaged near the connector on electrical board 1. Using a test case, the pump responded properly to button presses. No unresponsive buttons or stuck button alarm noted when using the test case. Unit passed self test using a test case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent response by button press. Block mode was not active. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.